Event description:
A surgical tech supervisor reported that following an intraocular lens (iol) implant procedure, the patient experienced irregular corneal astigmatism. The iol was explanted in a secondary procedure and exchanged for different vendor lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. The lens is cut in half, typical of insertion and removal from the eye. Solution is dried on the lens. One haptic is split near the gusset area on the outside edge. A power and resolution inspection could not be conducted due to extensive damage. Qualified associated products were indicated. Lens damage was observed. Information in the file states the clinical reason for explanting the lens was irregular corneal astigmatism. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. A power and resolution inspection could not be conducted due to extensive damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that patient experienced blurry vision. The iol was exchanged for non company iol. There was no patient harm, patient was not hospitalized. The surgeon prognosis was good and the issue was resolved.